Event description:
Caller reported an error with the continuous glucose monitor, specifically noted as error 42, occurring on the g7 sensor. After attempting a pump reset with guidance from technical support, the error reappeared. There was no reported impact to the customer¿s blood glucose level. Upon follow up after additional pump reset display cgm error code did not re-appear. Caller successfully started their sensor session.